Event description:
It was reported that pump issued repeated cartridge alarms during cartridge loading. The customer's blood glucose level displayed "high" however, the specific value was not known. Customer treated high blood glucose with correction injection using multiple daily injections and planned to use this method as backup insulin therapy. Technical support sent replacement pump with instructions to reenter pump settings and reconnect continuous glucose monitor.